Event description:
It was reported the sys displayed an ma on in error message. This message will result in a sys shut down situation. The customer was able to reboot the sys to restore functionality. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.